Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 03-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The test guardian link and the test accu-chek guide link bg meter communicates/paired properly to the pump. No communication anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged unable to confirmed for differences between sg and bg values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis (dka). The customer alleged that there was something wrong with the pump, transmitter, and sensor. The customer reported a blood glucose value of 834 mg/dl and sensor glucose values of 400 mg/dl, along with symptoms of feeling sick/unwell, loss of consciousness, delirium, and vomiting. The customer was treated with a manual bolus. Emergency medical services(ems) were dispatched, and the customer had an emergency visit to the hospital. The customer was hospitalized for more than 24 hours and treated with an IV insulin drip (intravenous insulin infusion). The event involved products mmt-332a, mmt-1884, unomedical, mmt-7040a, and mmt-7841zn. Troubleshooting was partially performed for the hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. The customer tested for ketones, which resulted in high ketones content, and the customer declined further troubleshooting. Troubleshooting was performed for the difference between glucose values, and the difference was outside the acceptable range. The customer was advised that the non-serialized product was being replaced. No further patient complications were reported. No product replacement or return was required for mmt-332a and unomedical. Mmt-1884 was requested, and the customer responded that the device would be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-7040a and mmt-7841zn were expected to be returned.